Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011. Inratio: 4.2. Date: (B)(6) 2011. Inratio: 3.1. Date: (B)(6) 2011. Inratio: 1.5. Pt reports that blood might have gotten in meter while testing on (B)(6) 2011. Date: (B)(6) 2011. Inratio: 1.0.

Manufacturer narrative:
Investigation pending.